Event description:
Reportedly, the physician was implanting a single chamber pacemaker on (B)(6). After the correct lead positioning, the physician was trying to fix the lead to the device. Unfortunately, it did not manage to connect ( fix and secure ) the lead to the device. The physician suspected mulfunctionality to the screw mechanism and decided to open a new device. It connect the lead to the new device without any problem.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the analysis report attached.

Event description:
The physician was implanting a single chamber pacemaker on november 30. After the correct lead positioning, the physician was trying to fix the lead to the teo sr. Unfortunately, it did not manage to connect ( fix and secure ) the lead to the device. The physician suspected mulfunctionality to the screw mechanism and decided to open a new device. It connect the lead to the new device without any problem.